Event description:
A dialysis facility reported that a pt complained of feeling woozy about 10 minutes before the end of a dialysis treatment. Treatment was discontinued and based on the reported pre and post weights, there appears to be an excessive fluid removal of approximately 1.5 kg. There was no serious pt injury.